Event description:
Per complaint (B)(4), a patient experienced intraoral infection. Their dental implant was explanted approximately one year after initial placement.

Manufacturer narrative:
Follow-up submitted to report device evaluation.